Event description:
The consumer complaint form from the FDA alleges while the consumer fell asleep in the wheelchair, it "randomly without notice started a full speed, slamming into a wall", allegedly causing bruises and the loss of 3 teeth. Info supplied by FDA letter indicates chair has a history of suddenly starting or moving on its own.